Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was found with a red tag as "broke". Upon inspection, it was found that the unit was displaying 240.4150 error code failed pressure sensors. The pressure sensors were replaced and verified functionality. All tests passed and the device was set aside for preventive maintenance completion. There was no patient involvement. Although requested, no further information was made available to date.